Event description:
Additional information received reported the patient didn¿t feel that their deep brain stimulator (dbs) was working up to its capacity. It was a ¿complicated issue.¿ the problem was checked by their doctor and they were not happy with the operation.

Event description:
It was reported the patient needed to have their implantable neurostimulator (ins) checked. The patient was referred to a healthcare professional (hcp) that did a CT scan and told them that the system was not installed properly. The hcp told the patient they could tweak it. The patient had seen the hcp 3-4 times. The patient stated the hcp told them that they were going to turn the entire thing off and start from scratch, but the hcp had cancelled that appointment. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v972376, implanted: 2012-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. (B)(4).